Event description:
Jackson pratt drain was placed after an acute appendicitis was resected. Two days later the j.p. Drainage was decreasing and the jp drain was removed, but the j.p. Drain fractured, necessitating bringing the patient back to the operating room to retrieve the intra abdominal portion of the drain.